Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The user facility reported that a pt suffered a head trauma resulting from a car accident. The device did not properly zero as required and as stated in the instructions for use; but the surgeon tried to implant the device anyway. The catheter did not give icp (intra cranial pressure) waveform or temperature readings. This device was removed and replaced with the only catheter they had left. This different catheter required a smaller diameter hole and therefore another hole was made in the pt. The new catheter worked fine.